Event description:
The hcp reported a pump reservoir volume discrepancy. The estimated reservoir volume (erv) was 1.9 ml, but the actual reservoir volume (arv) was 39.2 ml. The patient was taking oral medication for several weeks, prior to the reservoir volume discrepancy. The hcp reported, the patient went through "a withdrawal type episode" in 2006. The hcp has noted on refill appointments in 2007, the patient's drug pump was flipped, but they were manually able to flip the pump back to its appropriate position. The hcp reported a failed study along with another reservoir volume discrepancy. The patient experienced withdrawal symptoms. The hcp is considering a possible pump replacement. The patient's final outcome is unknown at this time. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.